Manufacturer narrative:
It was reported that the patient had an initial left total knee arthroplasty on (B)(6) 2015. Subsequently, the patient has been experiencing pain and issues with the implant. Patient was revised due to pain and possible tm tibial loosening. Patient mentioned the knee has hurt since the primary surgery. Articular surface was also revised. Femur and patella were left in patient. Proper surgical technique was followed. Implants were not available to be returned. Patella was not revised. A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.

Event description:
It was reported that the patient had an initial left total knee arthroplasty on (B)(6) 2015. Subsequently, the patient has been experiencing pain and issues with the implant. Patient was revised due to pain and possible tm tibial loosening. Patient mentioned the knee has hurt since the primary surgery. Articular surface was also revised. Femur and patella were left in patient. Proper surgical technique was followed. Implants were not available to be returned. No other op notes or information is available.